Event description:
It was reported that during a lobectomy procedure, about 2 staples on the middle part of the staple line were unformed when the device was used at the bronchial tubes at the sixth firing. Additional suture was performed. Reinforcement material was not used. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.the batch record was reviewed and no anomalies were noted during the manufacturing process.